Event description:
Caller reported that the left half of the pump screen was displaying white and red vertical stripes, making it unreadable, although the right side remained legible. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.